Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had the right atrial lead explanted and replaced due to intermittent capture and sensing noise. There were no patient complications following the procedure.